Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient experienced the following on account of his asr hip implants: pain; discomfort; fatigue; swelling; and difficulty standing and walking. Patient is bi-lateral right hip: doi: (B)(6) 2009, dor: none indicated. Left hip: doi: (B)(6) 2009, dor: none indicated. Patient is a resident of (B)(6). Update 8/17/12 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation update der and invoice received 07 apr 2015 with left side details. Correct doi taken from invoice. Bilateral see (B)(4) for right side.